Event description:
The account alleged the handle, springs and glass cylinder were removed from the light in 2007. Not knowing the light was disassembled, the light was used to perform a procedure resulting in burns to the pt.

Manufacturer narrative:
The hill-rom field technician examined the p965 light and confirmed the light was missing the handle, ir filter and springs. The hill-rom field technician also found missing springs and ir filters on seven additional p965 lights in the facility. The hill-rom technician confirmed the pt received 2nd degree burns. Neither the nursing staff nor physicians knew how the lights became disassembled. The facility maintenance staff confirmed they have never serviced the lights/lamps. Attached to this report is the "medical device notification" dated 05/07/2002. Also attached is a letter sent to our customers on 07/22/1998. Hill-rom, through a product notification letter, will advise accounts of the need to ensure the p965 exam plus light is used only for its intended purpose, examination only and that the ir filter is intact and installed securely to protect the pt and/or caregiver from the heat generated by the high-intensity halogen bulb. Hill-rom will also provide accounts with additional warning labels to be applied to the outside of the reflector, warning caregivers not to operate the p965 exam plus light if the ir filter is damaged or missing. See scanned pages.